Event description:
Caller states that she performed the following tests back to back on the same device within 10 minutes: 570mg/dl, 370mg/dl, 336mg/dl, and 308mg/dl. Based on the result of 308mg/dl, customer took 5 units of humalog and went to bed an hour later. She woke up approx 2 hours later confused and dizzy. She was given orange juice and candy at home. She reports being more disoriented and so she was taken to the hosp approx an hour later. She states that at the hospital, her device read 270mg/dl while the doctor's device read 116mg/dl. No treatment received at the hospital. Quality controls were used and reportedly fell in acceptable ranges. Requested return of suspect device and replacement was sent.